Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Subsequently this rv lead was explanted. Another rv lead was implanted to complete the procedure. This rv lead is not expected to be returned. No additional adverse patient effects were reported.